Event description:
Reporter went to ER complaining of shortness of breath, she was diagnosed with copd and given a nebulizer machine to take home. Reporter stated that she took three breaths using the machine and had a burning pain from her throat to her toes. Reporter also complains of swollen knees and feet which prevented her from putting on pants and shoes. Reporter asked her pa if water could be drawn out of her knees, he said no and prescribed her lasix which didn't help with the swelling.